Event description:
It was reported that the patient had a revision to the artificial urinary sphincter as when he sits down, urine leaks. The artificial urinary sphincter balloon component was filled with water. The event resolved. Additional information received indicated balloon water replenishment so only accessories were used as no components were removed. There was no patient problem following the surgery.